Manufacturer narrative:
The reported complaint is not verifiable. The user facility declined any evaluation as their in house biomedical technician will be addressing the issue. Multiple diligence attempts to determine root cause and additional information were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the central control monitor (ccm) display was dim. No other details regarding the nature of this event were provided.